Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional tricuspid regurgitation (tr), mitral annular calcification(mac) and restricted leaflets for a triclip procedure. During the procedure, the clip was detached from mandrel while an attempt was made to remove it from chords. The clip was still attached to the clip delivery system with lock line. The clip and the triclip steerable guide catheter(tsgc) were removed from the anatomy. The clip and the tsg were replaced with another devices to complete the procedure. The tr was reduced to grade 1 post procedure. Additionally, a mitraclip ntw was implanted in the mitral valve. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated, and a cause for the reported difficult or delayed positioning with the anatomy and premature activation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.